Manufacturer narrative:
Device used for treatment not diagnosis. Device manufacture date was found to be may 26, 2011. The manufacturing documents were reviewed and no complaint related issues were found. Investigation coordinated by synthes (B)(4). Report received indicates that no product fault could be detected.

Manufacturer narrative:
Device used for treatment. The device has been received and the investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Event description:
A device report from (B)(6) indicated a hospital in the (B)(6) reported: during a procedure, surgeon was using the screwdriver shaft t25 on a cross threaded locking cap and the tip broke off the screwdriver shaft. Tip was retrieved, surgery was delayed approximately 10 minutes, and the procedure was completed.